Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-21744, 2017865-2020-21746. It was reported that the patient presented in clinic. Upon investigation, the right atrial (ra) lead was noted with some noise that has been recorded as automatic mode switch. The ra lead impedance measurements were noted to be out-of-range in the last year. During the clinical visit, the ra lead impedance was within range, and the noise could not be recreated with arm movements. The left ventricular (lv) lead threshold had also increased, and the right ventricular (rv) lead was noted with t-wave oversensing. Programming changes were made, and the physician will monitor. The patient was stable.